Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had multiple recoverable faults. The tse reviewed the logs and identified error 32097 related to universal surgical manipulator (usm3). The customer mentioned that they were close to finishing the procedure, but they had a full schedule on the upcoming monday and would proceed to go ahead and utilize the patient side cart (psc) using only three usms. The field service engineer (fse) was to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system. The team followed standard pre-case startup protocols, including visual inspection and system diagnostics. The customer reported that the system powered on without any errors initially. The recoverable faults occurred later during the procedure and were isolated to the arm. No patient injury occurred, and the procedure continued safely and without incident. The customer confirmed that the procedure was successfully completed robotically using three arms. The surgical team made the decision to proceed with three arms due to the proximity to case completion and the full schedule ahead. No conversion was necessary.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm3) due to error 32097. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm3) was analyzed and found errors 32097 and 31226 indicated a rolling loop fault confirmed in the field. A visual inspection showed no related damage. The usm functioned normally on a golden system but failed the fiber test on a patient side cart fixture test platform, confirming the rolling loop fiber as the fault source. The complaint was confirmed based on failure analysis. The probable root cause in this case is attributed to the rolling loop fiber assembly. This issue is resolved by replacing the usm3.

Event description:
Refer to h11 for follow-up information.